Event description:
It was reported to physio-control that the customer¿s device had a battery that was at a very low state of charge, which may not be sufficient for patient use. The device showed no ok in the readiness display. The device's battery had 1 flashing led. The reported issue is related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused an excessive off current. The digital pcb assembly was then removed and evaluated. Physio-control determined that the cause of the reported issue was due to a filter, designator fl3 on the digital pcb assembly being electrically leaky. A replacement device was provided to the customer under warranty.